Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that serial digital interface (sdi) output has no signal due to a failure of the printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found the serial digital interface output had no signal due to faulty board. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had no image. The issue occurred during preparation for use. There were no reports of patient harm.